Manufacturer narrative:
The user facility's biomedical engineering (biomed) will be making the repairs to the system.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusion system intermittently operated off battery when plugged in. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.